Event description:
During the transfemoral tavr procedure, the 29mm sapien xt valve was prepped with 32cc and was positioned in a 60:40 aortic/ventricular position. During deployment the valve shifted and deployed 80:20 a/v[ew1] . Post deployment echo revealed moderate pvl. An additional 1cc (total of 33cc) was added for post-dilation; however, the pvl remained unchanged. Another 0.5cc (total of 33.5cc) was add for a second post-dilation, which was held for 5 seconds. Echo showed the pvl had completely resolved; however, after the second post-dilatation, the patient's pressure did not appear to hold up. A pericardial effusion and a contained rupture in the annular root were identified. The patient became hypotensive and a pericardial window was performed. Initially, the patient responded extremely well; however, post procedure, they expired as a consequence of the aortic root rupture. The annulus area measured 574mm2 by CT. The patient had severe native valve/leaflet calcification and severe aortic root calcification. The leaflet calcification extended into the lvot. The sinus of valsalva (sov) measured 34mm, the sinotubular junction (stj) measured 28mm and the ejection fraction was 60%. Per report, the rupture was believed to have occurred during valve deployment and not during post dilation. Potential contributing factors to the movement during deployment were listed as quick inflation or stored tension in the system.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the annular rupture appears to be patient factors (severe native valve/leaflet calcification which extended into the lvot and severe aortic root calcification) in addition to the procedure itself. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.